Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient¿s concern with the product.

Event description:
Patient reported left side moderate breast pain, ¿firm and looks abnormal due to capsular contracture¿. Additionally, healthcare professional reported the capsular contracture as baker grade iii and ¿exchange from textured to smooth breast [implant] due to the patient¿s concern with the product¿. Device has been explanted.